Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having a hard time finding their implant (getting connected to their implant) and that they needed to change their setting (increase the stimulation). The patient stated they were concerned because the therapy wasn't helping their symptoms and that the issue began about 4 days ago. Patient services walked the patient through connecting to their settings. The patient initially saw the poor communication screen but they were able to reposition the antenna and connect to see their settings. Patient services had the patient try to increase the stimulation however the programmer screen went dark. The patient turned the programmer back on, but they saw the poor communication screen again. The patient stated the batteries weren't new and had been in the box for a few weeks. Patient services reviewed with the patient to try changing out the programmer batteries however the patient did not have any at the time of the call. The patient was going to change the programmer batteries and call back to continue troubleshooting so they could connect and make their therapy adjustment. (B)(6). Patient called back repeating a continuation of event previously reported in this case. Pt reported their patient programmer is not working. They have replaced the programmer batteries and made sure the programmeris in the correct spot, but it's still not working. Confirmed this is a continuation of event previously reported in this case that they can't get their programmer to connect with their implant. They can't get to therapy screen where they can adjust settings. Agent walked patient through how to connect with their implant on the call. Patient confirmed antenna cord was securely plugged into programmer but reported getting poor communication on the call when attempting to connect with implant with use of antenna. Reviewed poor communication screen meaning. Reviewed placement of antenna on patient's implant. Patient got assistance on the call with positioning antenna cord on their implant (scar) and reported continued getting poor communication. Reviewed to try to connect with implant without use of antenna but patient (with assistance from secondary caller) stated they have already tried that and have already gone through all of the troubleshooting steps in the manual for poor communication. Callers stated they have fresh batteries in the programmer. Callers reported unable to communicate with patient's implant with and without the antenna cord. Reviewed ins longevity and eos considerations. Patient was redirected to their managing healthcare provider (hcp) to check implant battery status/address the issue. Emailed patient hcp listing per patient's request. Patient mentioned the following unrelated medical information: patient made a comment on the call that they hurt (agent unclear what was hurting) and stated their legs don't want to function this morning). Please note, agent had a very difficult time hearing patient throughout call and made best attempt to document all relevant event information. 2 calls available. Upon further review, callers also mentioned that they did not see an implant low battery message. Reviewed implant low battery vs eos battery status considerations. Patient called back and repeated same issues with the 3037 patient programmer. Patient services offered to troubleshoot however patient said doesn't have time. Based on previous notes, patient services explained that the internal battery may need to be checked. Patient said will call back a little bit later when has more time to review troubleshooting. Patient called back and reiterated previous reported information. They stated they tried new batteries but they still weren't able to connect to their ins. The patient stated they wanted to continue troubleshooting however the patient still received the poor communication screen both with and without the antenna while on the call with patient services. Patient services reviewed potential end of life for the ins battery and redirected the patient to follow up with an hcp. The patient stated they received their physician listings but wanted to find their previous hcp. The patient was going to reach out to a physician to check their implanted system. Additional information was received from the patient and manufacturing representative. The rep reported the patient had their battery replaced by the hcp earlier this year.